Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that patient's pre-existing ocular history might have contributed to the reported event.

Manufacturer narrative:
The lens was returned to b + l. Visual inspection found areas that have a cloudy white appearance over the lens and haptics. Light microscopy image and scanning electron microscopy (sem) micrographs of the submitted akreos iol revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Energy dispersive spectroscopy (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that patient's pre-existing ocular history (chronic inflammation, retinal detachment) could be a contributing factor to lens opacification.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had various inflammations and the lens became clouded; subsequently, the lens was explanted. The lens was implanted (B)(6) 2012 and was explanted (B)(6) 2016. Additional information has been requested, but has not been received.